Event description:
Boston scientific received information that during the post operative follow up visit, this atrial lead displayed noise. Lead dislodgement was suspected. A lead revision is intended in the near future. Additionally, it was noted, the patient with this lead had received appropriate antitachycardia pacing (atp) for slow ventricular tachycardia arrhythmia. It was thought this was unrelated to the atrial lead issue. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted. When additional information becomes available, this event will be updated.